Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the lg air/water socket cylinder clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the lg air/water socket cylinder. In addition, we confirmed that the lcb distal cover glass fluid damage, the lg prong top broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the objective lens unit scratched, and the remote control buttons malfunction; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.